Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: not available; date of surgery: (B)(6) 2014; surgery description: fracture treatment; pt info: (B)(6); problem observed during: clinical use on pt/intraoperative; event description: when drilling with part 173288 for oblique penetration, drill got broken after reaching first cortical. Surgeon wanted to guess first screw length which is required as stated in technical operative book. A test was performed outside to check integrity of the operation. This was the first time surgeon processed this kind of event. Drill succeeded in entering quite well on test. Surgeon left drill piece in femur by fixing it in a transverse way along the nail. The complaint report form indicates: the device failure caused adverse effects to pt (un-retrieved device fragments); the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; copies of the operative report are not available; copies of the xrays images are not available; info on pt current health condition: not available. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately, also the lot number has not been made available and therefore, it was not possible to perform the verification of the historical data. Technical eval: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical eval will be performed as soon as the device becomes available. Medical eval: the little info made available on the case was sent to our medical evaluator. A preliminary medical eval is currently on going and will be finalized once further info on the case will be available. Orthofix (B)(4) has requested further info on the event such as copy of the operative report, copy of the pre and post-operative x-rays, info on pt current health condition and the device availability for the technical eval. Unfortunately, this info has not yet made available. As soon as further info will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.